Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer with supplemental information from a physician from (B)(6) of peritonitis in a male patient coincident with dianeal and extraneal therapies. Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services and the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis. Further follow-up information was received from a physician on (B)(6) 2012. The cause of the peritonitis was due to shortcomings of the connecting method of the patient, which occurred on an unreported date. The retraining of proper connect/disconnect methods and aseptic technique was performed for the patient. On an unreported date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, specified as shortcomings of the connecting method of the patient; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.